Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare representative, that water was leaking from the mr290v vented autofeed humidification chamber provided with a rt380 adult dual-heated evaqua2 breathing circuit. On inspection by the user, small holes were identified in the chamber base. The customer has indicated that a nebuliser containing saline had been used with the device and that the device had been in patient use for 18 days before the issue was identified. There were no patient consequences reported.

Manufacturer narrative:
(B)(4), method: the subject mr290v vented autofeed humidification chamber was returned to f&p healthcare in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned mr290v vented autofeed humidification chamber identified a white residue inside of the chamber. Multiple holes were identified in the base of the chamber. Sem analysis of the white residue indicated the presence of sodium chloride and aluminium oxide. Conclusion: the customer has indicated that a nebuliser containing saline had been used with the device. The presence of this solution in the humidification chamber would cause degradation of the aluminium plate base over time and therefore cause the reported damage to the chamber base. It is also noted that the healthcare facility reported that the mr290v vented autofeed humidification chamber had been in use for 18 days prior to the damage occurring. The maximum duration of use is 14 days, as stated in the user instructions. The reported damage of the base of the mr290v vented autofeed humidification chamber is likely due to the exposure to saline solution (sodium chloride) and the use of the chamber beyond the intended use of 14 days. The mr290v chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. Our user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit state the following: "use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water." "Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare representative, that water was leaking from the (B)(6) vented autofeed humidification chamber provided with a rt380 adult dual-heated evaqua2 breathing circuit. On inspection by the user, small holes were identified in the chamber base. The customer has indicated that a nebuliser containing saline had been used with the device and that the device had been in patient use for 18 days before the issue was identified. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) the subject (B)(6) vented autofeed humidification chamber is currently en route to nz for evaluation. We will provide a follow up report upon completion of our investigation.